Event description:
Customer reports the following: "system 110 error / incorrect_ID" reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
History record for the device was reviewed. No event linked with the reported issue was observed. History log for the device was not reviewed because the pump was in error, so download of the event data was impossible. The reported device was returned to france for investigation. It was reported in this complaint that an agilia vp mc (B)(6) that had a system 110 error. Upon investigation, the pump was always triggering an error system 110 at switch on. Internal inspection showed that the motor block was broken, with shock on flash ram (u7) of the cpu board on the pump. Visible damages on the component flash ram (u7) of the cpu board, explains the permanent errors on the pump. Therefore, the reported event is confirmed and is linked to usability. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.